Event description:
It was reported that a patient had fallen on the ice and felt a sensation like a knife cutting her. She had to have the lead replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0235467v, implanted: (B)(6) 2003, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).